Event description:
It was reported that during a low anterior resection procedure, there were no staples in the stapler and the closure of the distal part of the colon had to be made by hand which took more than one hour. Case finished by hand.